Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. The catheter was not returned. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal, middle, and proximal were found open, with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the device analysis and reported information, the customer complaint was not confirmed, as no issue was found with the returned pipeline flex. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was undergoing the procedure for treatment of a v4 segment dissecting aneurysm. Patient's vessel tortuosity was normal. There were not multiple pipeline device in use when the movement occurred. There was no friction during delivery or positioning. The device did not jump during deployment. It was not indicated that the tip of the catheter moved during deployment, only normal withdrawal of the catheter when deploying the pipeline stent. The patient had no symptoms or complications associated with the event and was reportedly recovering well.

Event description:
Medtronic received a report that during the dense mesh stent surgery, the patient's blood vessels were tortuous. During the deployment of the pipeline, the tip end was opened at the distal end first. During the pull-back anchoring process, the entire system fell due to the deployment of tension. After multiple attempts to pushed it to go upper, it was unable to reach the predetermined anchor position, so the stent was retrieved and removed from the body, and pushed the catheter to go upper again by re-using the micro-guidewire. During the stent exchange process, multiple attempts were made, but the stent could not re-enter the catheter through the introduction sheath. Considering the anesthesia risk, a new stent was replaced. After the stent was replaced, the operation was successfully completed. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.